Event description:
It was reported that approximately one week post-implant of the device, the patient presented with implant-site discoloration and dehiscence. An implant-site hematoma was diagnosed. Silver nitrate was applied to the dehiscence, and the patient continues to be monitored. The device remains in use. The patient is a participant in the (B)(6). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.